Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. The device was in vivo for approximately 10 months. X-rays of the fracture were provided. According to the product experience report the patient did not experience a fall or any other type of traumatic event and that the stem was well fixed distally but had no proximal support. The versys beaded fullcoat stem is an uncemented stem, designed to maximize metaphyseal fit and fill. It is possible that lack of proximal support prevented load transfer to the proximal femur and caused the stem to fail in fatigue. Based on the available information a definitive root cause can not be ascertained at this time. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2008. Admitted to hospital for periprosthetic fracture. No fall or trauma precipitated event. Before event patient ambulated independently but with a limp. Patient had leg discrepancy pre and post-op tha. X-rays revealed fractured 6" full coast stem that was well fixed distally with no proximal support. Patient was revised in 2009.